Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a suspected leak resulting in the inability to inflate the device. All components of the ipp were removed. A new ipp was then implanted. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.